Event description:
A report received from the USA stated an 840 ventilator experienced a blank display. There was no patient involvement.

Manufacturer narrative:
The covidien technical support engineer (tse) assisted the user facility with troubleshooting the reported issue via phone. The user facility was advised to upgrade to a 10.4 unit or try a 9.4 backlight printed circuit board (pcb). The user facility reported to have replaced the inverter pcbs which resolved the issue. (B)(4).